Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported on an unknown date approximately 4 years post the index procedure follow-up CT demonstrated aneurysm enlargement. It was suspected that a type iiib endoleak near the branch of the main body was the cause. Although the type iiib endoleak was not confirmed on the angiogram additional treatment was performed via intravascular treatment where non mdt grafts were implanted using the double d technique it was noted that no endoleak was observed in the beginning but the procedure was completed assuming it had disappeared.  As per the physician the cause of the event was as a result of a damaged device.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
The date the index procedure was completed was confirmed as (B)(6) 2017. It was noted that the endoleak was seen from the flow divider part of the endurant main body. As the damage was observed from only CT imaging the physician could not confirm the extent or if any damage had occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.